Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high out of range pacing impedance measurement of greater than 2000 ohms when connected to a new right ventricular (rv) lead. There was also no capture at maximum outputs, however no asystole occurred. There was noise on the rv channel although the device was not sensing it. The physician decided to surgically abandon and replace the rv lead. The remainder of the procedure proceeded successfully and the ICD continues to remain in service with a new rv lead. No adverse patient effects were reported.